Manufacturer narrative:
(B)(4). H6: proposed component annex g code: mechanical (g04) - head. D10: part 110031424 cr vivacit-e 36mm brng std lot 67151629. Part 110031406 hmrl tray +6 +5 lot 67391291. The device has been returned for analysis; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a glenosphere dislocation occurred and revision procedure was performed. Attempts have been made and no further information has been provided.